Manufacturer narrative:
The events of choroidal detachment, vision abnormalities, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information received noting "pts vision declined to nlp w kissing choroidals" with the superchoroidal hemorrhages. [Patient] underwent choroidal drainage 2 wks post xen. The patient's vision has improved to 20/50-20/60 range thus far. The xen ultimately failed after retinal surgery. Iop back into 40s as a result of this, but patient responded to topical meds. Xen was not removed.

Manufacturer narrative:
The reported events of choroidal hemorrhage, retinal detachment, and shallow anterior chamber are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional that after having a xen®45 gts implanted in the right eye, ab-externo procedure, day 1 postop, iop was 16 with flat chamber, super choroidal hemorrhage and retina touching the back of the iol.